Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. A linearity test was performed, and the results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. The customer obtained lower sensor readings compared to readings obtained on an unspecified meter and experienced symptoms of light-headedness and the need to urinate. The customer was provided with sugar based on the sensor readings, however, was found to have glucose in the 600 mg/dl range and was taken to the hospital. A blood glucose result of 483 mg/dl was obtained on the hcp meter and customer was treated with insulin (dose/type unknown) and IV saline solution. There was no report of death or permanent injury associated with this event.